Manufacturer narrative:
(B)(4).

Event description:
It was reported during device replacement, cinefluoroscopy revealed an externalized conductor on the right ventricular lead. No electrical anomalies were detected. A new lead could not be implanted due to unrelated vein thrombosis. No induction test was performed. No further information is available.